Event description:
On april 10,2007, the lay-user/pt contacted lifescan alleging that a one touch ultra meter was powering off during use. The pt eats dinner usually around 6:00 pm and tests his blood glucose between 7:00-7:30 pm. Occasionally, he will test himself at other times depending on how he feels. In 2007, the pt obtained a meter result of "12.6 mmol/l." The next day, the pt reportedly developed symptoms of "dizziness, sweating, stomach cramps, and trembling" at around 3:00-4:00 pm. He also had trouble walking and his head felt like it was spinning. The pt tried to test himself, but was unsuccessful because of the alleged meter issue. The pt mentioned that the symptoms worsened with time. At around 6:00 pm, the pt went to ER because of the symptoms and since he could not test his blood glucose. He was hospitalized for 2 days for medical observation. The pt's doctor noted that his blood glucose was "extremely elevated." The pt was tested by the lab and via unidentified hosp meters, but he could not recall what blood glucose readings were obtained. The pt was treated with insulin (unknown types and dosages). After receiving the insulin treatment, the pt's symptoms were relieved. The pt did not have a replacement battery to troubleshoot the alleged meter issue. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt alleged that he had to seek medical attention since he was unable to test with the reported meter. The pot claimed to have symptoms suggestive of hyperglycemia, which worsened over time and the meter issue was occurring. The pt received insulin treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.